Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts. In this case, the graftmaster was used in a lower extremity vessel, the posterior tibial artery. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during the initial attempt to access the posterior tibial (pt) artery, a dissection/perforation occurred along with an arterio-venous fistula in the pt. A second access was performed and balloon dilatation was performed which slowed down the extravasation. A 3.5x38 mm xience sierra stent was implanted at the pt to treat the dissection/perforation, but there was still some extravasation. A 3.5x16mm graftmaster stent was then implanted to treat the extravasation, which significantly slowed the bleeding. In the opinion of the physician, the graftmaster may not have been long enough to seal the entire length of the dissection/perforation as it was not fully sealed. The patient having been anti-coagulated may have contributed to the dissection/perforation not being fully sealed. At the end of the procedure, protamine was administered. There was no hematoma and the patient was discharged home in stable condition later that same day. No additional information was provided.